Manufacturer narrative:
Items returned for evaluation: pusher . Items not returned for evaluation: implant, introducer, dispenser hoop, shrink lock, microcatheter, v-grip. The visual analysis of the returned items found the hypotube kinked (img a), the pet broken, the body coil stretched at transition area (img b), and the implant not attached to the pusher. The implant was not returned for evaluation. The pusher heater coil did not show signs of activation using a detachment controller. Investigation of the pusher found the monofilament with a damaged tip, which indicates the device experienced a tensile break.

Event description:
It was reported that during coil embolization of an aneurysm, the coil encountered resistance in the microcatheter due to the position of the lesion. The coil prematurely detached. It was decided to push the coil in place using a 1cc syringe and implant the device. The procedure was completed successfully.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.